Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Stent strut rows 1-9 from the proximal end of the stent appear undamaged, the remainder of the struts are twisted, deformed and pulled distally. The stent was moved distally on the balloon. As the stent was moved on the balloon the manufacturing crimp data for this device was reviewed. The max crimped stent profile was found to be within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02mar2017. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left circumflex artery. A 2.50 x 24 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damaged and moved on balloon.